Manufacturer narrative:
The reported complaint of "the autopulse platform made a beeping noise and powered off on its own upon powering on" was confirmed during the functional testing. The root cause of the reported complaint was due to a defective processor board, likely caused by the aging of the device. The autopulse platform was manufactured in 2008 and is more than twelve (12) years old, well past the expected service life of five (5) years. The reported complaint of "upon powering on, the lcd displayed two horizontal lines, and the screen went blank" was confirmed during the functional testing. The root cause for the reported complaint was due to a defective lcd screen, likely caused by normal wear and tear. The reported complaint of "the serial number was gone from the UDI label" was confirmed during the visual inspection. Upon visual inspection, the UDI label on the autopulse platform was found to be worn out and was not readable, likely caused by normal wear and tear. Therefore, the serial number of the autopulse platform was obtained by removing the front enclosure and was found to be (B)(4). During visual inspection, unrelated to the reported complaint, observed damages on the front enclosure, bottom enclosure, and a bent battery lock on the autopulse platform. Based on the photos provided by the service team, noticed a hairline crack on the enclosure, a large crack near the air vent, and a bent battery lock. The observed physical damages were appeared to be the characteristics of user mishandling such as a drop. During initial functional testing, upon powering on, the autopulse platform made a beeping noise and powered off on its own. The lcd displayed horizontal lines, and the screen went blank, thus confirming the reported complaints. The archive data could not be downloaded and reviewed because of the defective processor board. The damaged parts, along with the UDI label, processor board, and the lcd screen, were replaced to address the observed physical damages and reported complaints. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the customer noticed that the autopulse platform made a beeping noise and powered off on its own upon powering on. Also, upon powering on, the lcd displayed two horizontal lines, and the screen went blank. In addition, the customer was unable to provide the serial number of the autopulse platform because, per the customer, the serial number was gone from the UDI label. No patient involvement.